Event description:
During med pass, laptop lost power. I finished med pass for all units. After administering minocycline (100mg) to youth "(B)(6)," youth stated that he had already taken it that day. Emar software did not reflect that the med had already been given. Medication administered to or used by the pt: yes. Pt counseling provided: unk. (B)(4).